Manufacturer narrative:
(B)(4)

Event description:
It was reported that a remote transmission showed non-sustained rv oversensing due to noise. Patient received inappropriate antitachycardia pacing. Lead to can abrasion was noted underneath the device can. The patient was fine post-procedure.